Event description:
Reporter alleged higher blood glucose readings on the customer's advantage system, however, customer ate a small breakfast and went to the urgent care as a result. Reporter stated the advantage system measured 316 mg/dl back to back to the urgent care result of 106 mg/dl when testing was performed 10 minutes apart. Reporter indicated the customer was treated with a saline IV for dehydration as a result, however, no other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.